Event description:
The lead was explanted due to a report of retention wire fracture without protrusion through the outer polyurethane insulation. Post op visual by the physician noted no j retention wire fracture.